Manufacturer narrative:
(B)(4). This event was found in the logs during evaluation of the hc device for an unrelated issue; therefore, a batch review and sample evaluation is not applicable for this report. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During a follow up with the nurse regarding the alarm and the bag disconnecting, it was revealed that the home patient (hp) had placed the bags on an unstable table, which caused the bag to fall. Per nurse, the issue has been resolved, and hp has not had similar problems since then. Per nurse, there were no loose connections, disconnections or defects on the supplies. Per nurse, hp did not have any injury or harm as a result of this incident. The nurse stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided. This complaint for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) revealed that her final bag had become disconnected. The technical service representative (tsr) assisted the hp with troubleshooting the alarm, and the hp wanted to disconnect and end therapy for the night. The hp agreed to notify the nurse about missed cycle. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.